Event description:
It was reported that a user experienced bluetooth connectivity issues resulting in signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, while glucose values continued to display on the dexcom g7 phone app. No adverse clinical symptoms reported. Outcomes included no impact to blood glucose control, no injury, and no medical intervention or hospitalization. User support included troubleshooting and education with verification of the cgm pairing code, device setting review, mode toggling between settings, and a device restart, followed by guidance to allow time for reconnection. Investigation of this case revealed a resolved communication disruption between the cgm and the ilet with successful re-pairing and restored data transmission. It was concluded, based on previously established findings for similar reports, that the cause was a transient bluetooth communication issue addressed through standard troubleshooting and device restart.

Manufacturer narrative:
Initial.